Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical resection of rectal cancer. While being applied to the rectum the device could not be fired. The surgeon was able to press the green firing button and squeeze the handles. The surgical time was extended more than 30 minutes due to the product problem. The case was completed using a new device. No patient injury.